Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured and a ball bearing of the device fell out during the cleaning cycle. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the device is fractured, tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the lateral side of post. DHR was reviewed and no discrepancies were found. Investigation results concluded that previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. The root cause is determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was returned fractured. No patient consequences have been reported as a result of the malfunction.